Manufacturer narrative:
Detailed product information was not provided to bsc and was unavailable from the customer. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. E1 - initial reporter phone: (B)(6). Investigation results: the device was not returned for analysis, as it was discarded. A ship history review for the reported upn was performed for the reporting customer. Batches 8035710282, 8035710272, and 8035694612 were most recently shipped to the reporting facility in the 3-year period preceding the procedure date. There were no manufacturing deviations for any of the three batch numbers that could have contributed to the reported event. Review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event. A risk review performed for the ekos device confirmed that the events of intracranial hemorrhage and headache are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient experienced an intracranial hemorrhage. An ekos endovascular device, 106x12cm was selected for use to treat a pulmonary embolism. The patient underwent a computed tomography (CT) scan prior to ekos therapy, and there was no visible bleeding. The ekos device was placed without issue in the catheterization lab and transferred to the intensive care unit (ICU) to receive ekos therapy. Ekos therapy was administered for over 6 hours without issue, and the catheter was discarded. On (B)(6) 2026, the patient complained of headaches. Another CT scan was performed, which revealed an intracranial hemorrhage (ich). The relationship between the ekos device and procedure and the ich was not reported. The patient remained hospitalized at the time of reporting.